Event description:
Bard broviac 4.2 french catheter was implanted for administration of total parenteral nutritiion. Hyperalimentation began 4/8/98. Respiratory difficulty noted. Chest x-ray taken. Pt was transferred to intensive care. Milky white fluid was aspirated from the pleural cavity. Linogram done on 4/10/98 showed serpentine collection of contrast adjacent to distal portion of the catheter.